Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion is in the lad with no tortuosity, mild calcification and a 90% stenosis. The voyager was delivered for pre-dilation and was inflated at 12 atm for the first attempt. Then, it was pulled a little and another inflation attempt was made; however, the pressure did not go up and it was determined that the balloon had ruptured and the balloon was changed to a new one. There no effects to the pt. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that can contribute to balloon ruptures include balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcifications and tortuosity, or insufficient preparation prior to use. The lesion was mildly calcified with a 90% stenosis, which may have contributed to the difficulties experienced. Possibly the balloon material was damaged (scratched) during interactions with other devices, or the calcified lesion, such that the balloon ruptured upon a second inflation. A conclusive root cause for the reported difficulties could not be determined.